Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6)6 was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed. A field service engineer (fse) identified that the full height cubie drawer had failed and was missing in the medication application configuration. The fse replaced the full height cubie bus module and the drawer controller boards, then reseated the row board cable connections along with all cubie trays and pockets. The fse tested the unit and confirmed that all pockets and the drawer were successfully recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 hardware had failed. The customer tried to restart and recover the drawer, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.